Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 19.7 cm to 21.1cm from the connector pin which exposed to the outer coil. This likely contributed to the reported electrical anomalies. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead exhibited noise and high impedance. A lead fracture was suspected. Pacing and sensing therapy was intermittent however, the patient was asymptomatic. The lead was explanted and replaced.